Event description:
The customer reported that while running an hiv p24 antigen assay, summit sample handler failed to dispense the proper amount of sample in position b10 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associalted with this event.